Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Perform pairing test with (B)(6). Bluetooth device and passed. Tested on global transmitter final functional tester nad passed performed share log review and no issues were found. Performed bin file review and no issues related to the customer complaint. The problem is not confirmed because the transmitter has no issues related to the customer complaint. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.